Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that tower door failed with an error, failed to stay closed. A field service engineer (fse) attempted recovery actions, but they were unsuccessful, and the issue was resolved after replacing the controller board and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1, 2, and 3 failed to stay closed. The customer attempted to lock and unlock the tower doors; however, the doors continued to fail to operate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.